Event description:
It was reported that patient reported to the clinic due to a vibratory alert. Interrogation showed premature battery depletion. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. A longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and high current drain was observed. The cause was determined to be poor connections to the capacitors.